Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the battery went from no charge, then to full charge , and then back to no charge on power display. The battery was replaced. There was no impact to the patient.

Manufacturer narrative:
It was reported that the battery was discharging rapidly. The battery, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal anomalies involving (B)(4); the battery was not in use during the reported event time frame. Applicable risk documentation and experience with events of similar circumstances were considered, events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects; however, the unit was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.